Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd nano¿ 2nd gen pen needle were damaged. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle attachment deformation. The patient complained that when the product was used, the needle attachment was deformed and could not be attached several times (three or four times).